Event description:
It was reported that during a video assisted thoracic surgery, the instrument fired an incomplete staple line. The case was completed with a similar device with no patient consequence.